Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. Parts were replaced and the issue was r esolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Brand name ; product ID 9735736 (lot: 2.1.0); product type: 2543-mnav - system brand name ; product ID 9735825 (lot: -); product type: 2543-mnav - system brand name ; product ID 9735521 (lot: -); product type: 2543-mnav - system brand name ; product ID 9733752 (lot: -); product type: 2543-mnav - system brand name ; product ID 9736411 (lot: -); product type: h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Codes b17, c20, d15 are applicable. H6: multiple annex g codes were reported. G02008 corresponds to concomitant product 9735736 that comprises the reported event. G0200802 corresponds to concomitant product 9735825 that comprises the reported event. G02018 corresponds to concomitant products 9735521 and 9733752 that comprises the reported event. G0200702 corresponds to concomitant product 9736411 that comprises the reported event.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that after having favorable registration accuracy, once an incision was made and the surgeon began to test accuracy on bony landmarks, the navigation appeared to be 1 inch deviated in the software. The issue continued to occur. The site used this system predominantly for electromagnetic cranial procedures; was using a side emitter, electromagnetic tracer pointer, and trace registration. The site was using magnetic resonance imaging (MRI) for patient images. The issue had been reported multiple times in past 6 months. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
H2-3) the software analysis concluded that without logs and archives there was insufficient information to determine if a software anomaly caused the reported event. The case details were reviewed. As per the case description, after having favorable registration accuracy, once an incision was made and the surgeon began to test accuracy on bony landmarks, the navigation appeared to be 1 inch deviated in the software. However, as per the information provided on 17-may-2024, logs were unavailable as the solid state drive (ssd) was replaced and was still in the possession of the facility. Since this case is aging closing to ii, till we get logs and archives. Codes: b01, c19, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.